Event description:
Inbound. Patient reported a sticky, clear liqudsubstance inside the barrel of the 5 millimeter syringe that sticks to the plunger. Stated 4 syringes have the same substance. Lot number is 1314118. Patient is also on opsumit. No further details provided. (B)(6).